Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 576 mg/dl) and a correction bolus was delivered to address bg. Customer thought insulin was not absorbing when the infusion set was first inserted; however, cause was not known. After 6 hours, bg started to respond to insulin deliveries. As bg was resolved at the time of report, tandem technical support recommended customer discuss event with their healthcare provider.